Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), one day after bilateral lasik surgery. Patient was treated with steroids, and was noted to by asymptomatic. Upon follow up, the reporter indicated that the dlk resolved at five days post op, after increasing steroid eye drops. Patient was tapered off medications and noted to be doing well. This report will reference the patient's right eye.